Event description:
Possible deflation.

Event description:
Deflation of right breast implant. Bilateral breast implant exchange with mcghan devices. Unk if this was the initial use of the device.

Event description:
Deflation of right breast implant. Bilateral breast implant exchange with mcghan devices.